Event description:
It was reported by the sales rep that during a procedure the bur broke off while the surgeon was drilling. The piece fell into the surgical site and was retrieved through suction. There were no adverse consequences or additional treatment required due to the bur breaking. The procedure was completed with a back up device.

Manufacturer narrative:
The device was returned to the MFR for investigation. The customer complaint could not be confirmed. At this time a root cause has not been determined.